Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was over 500mg/dl. It was stated that the events leading to his admission was staph infection on the neck, wearing the infusion set for six days, and re-using the reservoirs. The customer was experiencing high blood glucose for the past four days. The customer's most recent glucose reading was 320mg/dl, and he was treated with the insulin pump, manual injections, and insulin drip. Reviewed the programming, time, and date on the insulin pump and found that the customer did not bolus on (B)(6). Troubleshooting was declined. No further info was provided.